Event description:
It was reported that a school nurse called to report the patient ran out of insulin for ilet cartridges, disconnected from the pump, and administered a manual long-acting insulin injection as backup therapy, with blood glucose noted at 238 mg/dl before disconnection and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin via pen and continuation of backup therapy with guidance to wait approximately 24 hours after the long-acting dose before resuming pump therapy, and referral to the healthcare provider for any manual dosing instructions. Investigation included troubleshooting and education with the user. Investigation of this case revealed no reported device malfunction and a likely therapy interruption due to supply depletion rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.